Manufacturer narrative:
Date of the event: (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient has been in a nursing home for 3 years because patient ran away from home. Patient had been sick for a couple of weeks with an infection and a fever so the nursing home took the patient to the hospital., and it was confirmed that the patient's deep brain stimulation (dbs) was not working. Caller asked how long the patient can go without using the therapy, and it was reviewed that this was a medical question, and redirected caller to the health care professional (hcp). Caller noted that they were concerned because the patient was admitted to the hospital but the hospital was saying there was no bed available for the patient. The patient's son was charging the implant yesterday, and it was showing "call your dr. Message", caller does not know the code that was coming up with the call your doctor message. Caller stated the implant was off and the son was trying to work on the patient for a while. Caller noted that they think the implant was dead. It was reviewed for the caller that a rechargeable device is a type of device that needs to recharged but that overall ins battery lasts 9 years with normal charging. It was stated that patient was not typical and mentioned that patient's previous right side ins's lasted 1.5 years before they had to go in for battery replacement, patient stated that these replacements were normal for patient's usage/settings needs. Caller stated that while the right side implant batteries were replaced the hcp went in and did the left side too, and confirmed this was normal battery replacement. It was also reported that the patient is very lethargic right now. Caller was going to follow up with the hcp. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating the cause of the device being off/not working was because of the frayed wire. It was noted that the patient got new wires and the issue was resolved. It was also indicated that the infection and patient being lethargic was also resolved.